Manufacturer narrative:
Of the 20 allegations of a malfunction, 14 pumps were returned to animas and investigated. Of the investigated pumps, 14 were found to be malfunctioning due to moisture ingress.

Event description:
This report summarizes <noe> 20</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a power issue with evidence of moisture present. These reports were received from various sources. The patients associated with this allegation ranged from 6-69 years of age and between 47 and 190 pounds. Of the reported patients, 7 were male, 13 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 06/15/2016: of the 20 allegations of a malfunction, 14 pumps were returned to animas and investigated. Of the investigated pumps, 14 were found to be malfunctioning due to moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a power issue with evidence of moisture present. These reports were received from various sources. The patients associated with this allegation ranged from 6-69 years of age and between 47 and 190 pounds. Of the reported patients, 7 were male, 13 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #4 04/21/2017 device evaluation. In q1 2017 there was 1 additional instance of a power issue where moisture ingress was observed found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
This report is being submitted at the request of the FDA as it was determined that a follow up report in the sequence of this MFR number was missing. This report is being submitted to fill in that missing follow up number.

Manufacturer narrative:
Follow up #5 07/28/2017 device evaluation: in q2 2017, there were 1 instances of a power issue where moisture was found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #2 date of submission 01/26/2017 - device evaluation: in q4 2016 there were 3 additional instances of power with moisture ingress during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.